Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patients catheter and pump were replaced on (B)(6) 2013. The catheter revision took place due to a leak/hole near the pump. It was noted the pump was removed at that time prophylactically to avoid in-vivo battery depletion. The patient symptoms were located at the device pocket as there was a fluid found in the pocket. The reporter noted inability to aspirate the catheter due to the hole near the pump. The patient was receiving effective therapy and had recovered from the event "okay" without sequelae. The pump was infusing lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was returned. The catheter was returned in three segments. Final analysis of the pump revealed no anomaly found. Final analysis of the catheter revealed a catheter body hole in segment two caused by a deep abrasion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.